Event description:
It was reported that an li61se lens was removed intraoperatively due to capsular bag rent. The surgeon did not indicate whether the capsule rent occurred prior to iol insertion. The lens decentered and there was little vitreous loss. The lens was removed, replaced with an anterior chamber lens, and the incision was sutured. This report pertains to the pt's left eye. Please reference MDR# 1119279-2013-00344 for the intraocular lens used in this event.

Manufacturer narrative:
The delivery device was discarded by the user facility. Therefore, a product evaluation cannot be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.